Event description:
It was reported that during unpackaging of a 2.75 x 28 xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon when removing the protective sheath and was found on the distal stylet. The device was not used for the procedure. There was no report of difficulty experienced during the sheath and stylet removal. A new unspecified sds was used to perform the procedure. There was no patient involvement with this xpedition and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed; however, the balloon was tightly folded with crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.